Event description:
The user facility report stated, "event desc: a patient was in an operating room for exploratory laparotomy with lysis of adhesions. An epidural was placed by anesthesiologist. The patient was taken to pacu with epidural in place. Rn noted that tubing was broken apart from pump at the juncture that goes into the pump. Rn immediately tied tubing in knot to prevent entry of air and hooked up new tubing to the epidural pump. No harm to patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."